Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters and usb cables. In addition, the pump battery jumped from 50% to 100% while not connected to a power source. Customer reported blood glucose level was 101 to 120 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received. The customer also stated manual injection supplies were available.